Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument to perform failure analysis. The instrument was analyzed and the snake wrist cover was found to be torn out. Tears measuring roughly .039"- .050" were missing and not returned. .

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, customer had an issue with sureform 60 stapler instrument. It was stated that stapler was used once and when they went to use it the second time, the instrument jaw just dropped and would not stay up. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the jaws of instrument dropped and were stuck on tissue with a green stapler reload.